Event description:
It was reported that during a endovascular repair of an aortic aneurysm and stenting treatment procedure, a stent dislodgement occurred. Vascular access was obtained via the right femoral artery. The de novo lesion was located in the mildly tortuous, non-calcified, totally occluded right renal artery. After graft placement the physician was attempting to stent the right renal artery. During advancement of the express renal sd stent delivery system some resistance was encountered. While positioning the express renal sd stent delivery system the device caught on the curve of a non-bsc guide catheter. While attempting to reposition the sds the stent dislodged from the sds balloon. Physician then, advanced a non-bsc 2mm balloon and inflated only the distal end of the stent enough to grab, and advance the stent to the iliac artery. Next, a non-bsc 14mm stent was advanced to the dislodged stent, and deployed to "cage the stent against the vessel wall". The procedure was completed by pre dilation of the right renal artery with a 4mm balloon and implant of a 14mm non-bsc self expanding stent. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).